Event description:
It was reported that approximately one month after implant, the patient developed a pocket infection and sepsis. The implantable cardioverter defibrillator (ICD) was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found that required full analysis. Concomitant medical products: 7120-65, lead, (B)(6) 2009. (B)(4).